Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient complained of chest spasm status post procedure on (B)(6) third. The patient was seen for a follow up visit and the physician confirmed the capsule was still attached on the patient's esophagus via x-ray 14 days post procedure. On (B)(6), the patient passed the capsule and saw it in their stool. Prescription medication was prescribed for symptom relief.